Event description:
Medtronic received a request from the physician to find out the materials that the shunt is made out of. The physician noted that the device was left in the patient. Further information was requested.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information is received, a follow up report will be submitted. Conclusion: based on the information provided, it is concluded that use error was the likely the cause of the event. The lot number of this device is unknown at this time. If additional information is received a follow-up report will be submitted. (B)(4).